Manufacturer narrative:
The customer reported that the central nurse's station went into communication loss (comm loss) multiple times. According to the customer the issue happened on 4 teles at the same time. Technical support (ts) is working with the customer to resolve the reported issue. The customer provided the log files. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: gz transmitters model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station went into communication loss (comm loss) multiple times. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station went into communication loss (comm loss) multiple times. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station went into communication loss (comm loss) multiple times. According to the customer the issue happened on 4 teles at the same time. Technical support (ts) is working with the customer to resolve the reported issue. The customer provided the log files. There was no patient injury reported. Investigation summary: the risk for patient harm is mitigated in the design of the central monitoring stations as it is designed to notify clinicians in the case that communication loss occurs. As communication loss is easily noticeable to clinicians, alternate patient monitoring arrangements can be made in response to communication loss events. The root cause is related to customer network environment. As the cause of the issue is unlikely to be related to a deficiency in the design or manufacturing of an nk device along with the mitigating factors in regards to risk, a CAPA is not warranted. The following fields are not applicable (na) to this report: b2. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4. Device bla number. G5. G7. H2. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Attempt # 1: 03/21/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have the ability to look this information up now. B6 attempt # 1: 03/21/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have the ability to look this information up now. B7 attempt # 1: 03/21/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have the ability to look this information up now. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: gz transmitters. Model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Manufacturer references #: (B)(4), follow up 001.